Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that numbers on insulin pump were difficult to view. Insulin pump would be replaced.

Manufacturer narrative:
No display anomaly was noted. All operating currents were within specification. The insulin pump passed the displacement test and the self test. No unexpected low battery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, broken off end cap and a missing end cap sticker.